Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain/sever pain') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("nickel allergy"), 7 months 31 days after insertion of essure. On an unknown date, the patient experienced inflammation ("inflammation") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the abdominal pain and allergy to metals had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, genital haemorrhage and inflammation with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. Events inflammation and severe bleeding, start, stop date and outcome for events abdominal pain and nickel allergy was added as per information provided in initial source document dated (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("nickel allergy"), 7 months 31 days after insertion of essure. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain and allergy to metals had not resolved. The reporter provided no causality assessment for abdominal pain and allergy to metals with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.